Manufacturer narrative:
Concomitant medical products: product ID: 5086-58 lead, implanted: (B)(6) 2014, product ID: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high defibrillation impedance. Reprogramming occurred and the svc coil was turned off. The lead remains in use. No patient complications have been reported as a result of this event.